Event description:
The customer reported that when the system is plugged in, it makes a whining noise and shuts down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the isd board. System operates as intended. This MDR is related to ge healthcare complaint.